Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the tip broke off in patients mouth while using. On (B)(6) 2016 customer reports tip broke off during elevation and was retrieved. Xray shows not parts in patient, no harm done.

Manufacturer narrative:
On 6/21/16 integra investigation completed. Event date: (B)(6) 2016. Method: failure analysis, device history evaluation. Results: failure analysis - failure analysis cannot be performed based on the lack of information provided by the customer. The elevator was not returned for further evaluation. Device history evaluation - nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the elevator was not returned for further evaluation.